Event description:
The novasure device was next introduced through the cervical os and was deployed. However, the arms were not sufficiently deployed. The device was removed, examined and replaced, this time with a cavity width assessment of 2.6-cm. The length measured previously was 4.0-cm. The novasure device cavity assessment was initiated. The uterus was assessed to be intact and the novasure device was employed in the usual fashion for a total time of 1 minute 44 seconds at a power of 57. Again, the length was 4.0-cm and width was 2.6-cm. Hysteroscopic fluid in was 730 and hysteroscopic fluid out was 700. After the novasure ablation was completed, it was withdrawn and the hysteroscope was introduced. A very even ablation was noted throughout the cavity. However, in the left cornual region it appeared that there was a uterine perforation with visible peritoneum through the hysteroscope. The decision was made to examine the bowel laparoscopically. Please note that the patient was in steep trendelenburg during the novasure device. Note was a large area of blanched uterus at the fundus with a small, less than 1-cm perforation in the left cornual/fundal region. This was hemostatic. The sigmoid colon overlying the area of concern was carefully examined laparoscopically. The 0-degree scope was replaced with the 30-degree scope for better visualization of the sigmoid colon as it descended into the pelvis. The transverse and descending colon were examined and there was felt to be no thermal injury. A global surveillance of the bowel again revealed no acute injuries. A small amount of hysteroscopic fluid in the posterior cul-de-sac was irrigated. Again, the infundibulopelvic ligament was examined and found to be hemostatic. It was believed that there was no thermal injury resulting from this perforation and that the patient was stable for extubation.